Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced stress urinary incontinence, dyspareunia, abdominal and pelvic pain. According to the physician's office, as of the last follow up medical appointment in (B)(6) 2010 (exact date unknown), no patient complications were reported. All other information is unknown and unavailable.